Event description:
Additional information received reported that the device 'no longer functioned'. No abnormal impedance measurements were reported. It was further noted that the leads and internal neurostimulator (ins) were explanted on (B)(6) 2012. No patient injury was reported. The patient was also not hospitalized due to this event.

Event description:
It was reported that the implantable neurostimulator and leads were explanted. No additional information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ lead; product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ lead; product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
Additional information received reported the explant was due to the lack of effective stimulation. It was unknown if the devices were to be returned. The patient did not require hospitalization. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3778-75, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-75, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead.